Event description:
During a lobectomy procedure, bleeding occurred as a result of malformed staples at the tip of the cartridge. To stop the bleeding, second and third firings were conducted with the same device. There was no pt consequence.